Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and was unable to perform an investigation on the complaint due to the physical damage of the applicator. It could not be determined if the sensor wire is still in the applicator body inside of the needle. The applicator could not be fully deployed for further investigation. The customer's complaint of a detached sensor wire was not confirmed. A probable cause could not be determined.